Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Analyst commented, no anomalies found on save to disk. Noted ventricular capture management average threshold measurements within normal range of 1.125v to 1.75 v throughout record until ventricular capture management was reprogrammed off.

Event description:
It was reported that the patient presented to emergency department and had encountered pre-syncope episode. It was also reported that during a follow visit for the pre snycope the implantable pulse generator (ipg) was re-programmed with respect to up-rate timing and data collection, and the ipg remained in use. The patient present for follow up visit and complained of continued lightheadedness. The ipg was interrogated, and changes were made to patient medications. It was also reported that the patient later suffered a fall, encountered head and neck injuries and eventually required intubation/mechanical ventilation. The physician also alleged concerns vis-a-vis capture management aspect of the ipg. At some point, during patient's care, right ventricular (rv) lead non-capture was observed with in-house monitoring and elevated thresholds with adjustment to lead settings. The rv lead and ipg remain in use, and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).